Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active top of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on 29jul21 due to a system error.

Event description:
The customer reported that the aes-50sl device was being used during a hip scope procedure on (B)(6) 2021 when it was reported that tip of probe broke off and had to be removed after further assessment, it was found that there was a 15 minute delay to look for the tip of the ablator and to open and set up a new unit. The fragment was retrieved with an arthroscopic instrument grasper. An edge console was used and the settings were 5 ablate and 2 coag. The procedure was completed with an alternate same device. There was no report of impact or injury to the (B)(6) year old female patient weighing 71.5 kg. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.